Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported difficulty with the involved angio-seal device. The following information was provided by the user facility: the angio-seal device could not be completely introduced; the system was removed; hemostasis was achieved by manual compression; the user of the device was trained. Right femoral artery puncture. Additional information was received on may 29, 2017. Difficulty was experienced when introducing the dilator. System was removed. The patient was reported to be in good condition. There was no significant blood loss. Manual compression was held for twenty minutes.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. A returned 6fr angio-seal vip device was received for product analysis. The angio-seal was not returned with the arteriotomy locator. Gross visual analysis of the returned product found blood like substance on all components. The collagen plug was found lodged in the valve of the hemostatic sheath. The tamper tube was removed from the carrier tube assembly and the bypass tube was found at the base of the hub on the carrier tube assembly. The device cap was in the forward lock position. An attempt was made to remove the collagen plug from the valve however when force was applied the suture snapped and the collagen could not be removed from the hemostatic valve. The presence of the bypass tube at the proximal end of the carrier tube assembly indicates that the bypass tube was likely not fully inserted onto the hemostatic valve to allow the passage of the collagen though the hemostatic sheath. The allegation that there were deployment difficulties was confirmed. Based on the condition of the returned angioseal it appears as though the bypass tube did not adequately allow the collagen to pass through the hemostatic valve, which is the function of the bypass tube. Two possible causes for the collagen becoming stuck in the hemostatic valve are premature expansion due to being exposed to moisture prior to deployment or dislodgement of the bypass tube as the carrier tube assembly was inserted into the hemostatic sheath. The IFU clearly states the angio-seal device should be grasped at the bypass tube and carefully inserted into the hemostatic valve. Additionally, the IFU also indicates that the angio-seal should be used within 1 hour of opening the foil pouch due to the moisture sensitive nature of the device. Both possible causes stem from user error. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.